Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia and hypoglycemia. Customer¿s blood glucose level was 50 mg/dl at the time of incident. Customer other relevant blood glucose level was up to 75 mg/dl, 400 mg/dl. Customer was using auto mode feature on insulin pump. The insulin pump will not be returned for analysis.